Manufacturer narrative:
This report is being filed to provide additional information and corrected information. Investigation: according to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic leukocytapheresis with a frequency of 5.7%.a physician with the clinical trial evaluated the adverse event for causality. The physician determined that the spectra optia device did not contribute to any of the adverse events. All three adverse reactions were possibly related to the treatment of the patients underlying disease. It was also determined that the adverse reactions were all either possibly or probably related to the patient's underlying disease, and the apheresis procedure. According to the article leukocyte depletion by therapeutic leukocytapheresis in patients with leukemia, wbcd procedures are used to symptomatically treat patients with high wbc counts that are the result of an underlying diseases, such as leukemia. The diagnosis for the patient in this record is unknown. However, the article serves as a reference for adverse events that can occur and should be monitored for during a therapeutic leukocytapheresis procedure. Examples of contraindications from wbcd procedures listed from the article include anemia and thrombocytopenia. Additionally, the article states that patients should be asked about parasthesia due to hypocalcemia and recommends they receive calcium supplements. Also, calcium and potassium levels should be monitored and corrected by intravenous infusion, if necessary. Finally, the article recommends continuous measurement of heart rate and blood pressure monitoring in these patients undergoing leukocytapheresis procedures. The elevated wbc counts in these patients leads to an increase in blood viscosity, which in turn causes poor separation of the blood during the centrifugation process during the apheresis procedure. This can result in the collection of plasma, platelets, and rbcs with the wbc during the procedure. Under optimal condition, the hematocrit of the collected product can range from 3-5%.albumin is one of the proteins that is found within plasma, and the loss of plasma during the procedure can result in the hypoalbuminemia, as seen in this patient. Additionally, the loss of rbcs can result in anemia. For this patient it was observed that the patient's grade of anemia worsened post procedure. Root cause: based on the risk assessment, clinical findings, and investigation, the root cause of the patient reaction and need for medical intervention is inconclusive. Possible causes include but are not limited to the patient's disease state, treatment of the patients disease, and/or the nature of the wbcd procedure. Citation: hölig, k., & moog, r. (2012). Leukocyte depletion by therapeutic leukocytapheresis in patients with leukemia. Transfusion medicine and hemotherapy, 39(4),241-245. Doi:10.1159/000341805

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during a white blood cell depletion (wbcd) procedure, a patient experienced hypoalbuminaemia. Per physician's order, albumin infusion was given to the patient. Patient's age, gender and weight are not available at this time. Patient outcome is not available at this time. The wbcd collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information. The run data file (rdf) was analyzed for this event. Signals in the rdf confirmed that the spectra optia device operated as intended and no system or device malfunction was identified that may have contributed to the reported event. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.

Event description:
Due to EU personal data protection laws, the patient's age and outcome are not available from the customer. Patient's gender and weight were obtained from the run data file (rdf).